Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; no soldering problems. No electrical wiring problems. Replacing the curcuit board didn't solve the image problem. Electric resistance measurement showed no problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The image problem is likely due to a defect of the image unit. Static electricity, excess current, and aging component are likely to cause defect of image unit. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-vh, the endoscopic image became abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.